Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the black tube insulation was damaged at the distal end. The insulation was gouged on the one side and had a .043 x .275 piece missing and lifted up roughly 1.101 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the monopolar cautery instrument insulation was noted to be damaged during reprocessing. No patient harm, adverse outcome or injury was reported.